Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate hv therapies due to noise. Lead fracture was suspected. Tachycardia therapy was disabled to prevent further shocks. The patient declined the life vest offer. Lead was later explanted and replaced. Patient's condition was stable.